Event description:
It was reported that the lead exhibited noise and capture anomalies. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found insulation abrasion at 20 cm from the connector pin, consistent with that caused by friction to the can. Normal electrical characteristics were exhibited.